Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the sds was not prepared (air aspiration) outside the anatomy. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. It is unknown if the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported material rupture could not be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Factors that may contribute to material ruptures include, but are not limited to, material damage, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that interaction between the device and accessory devices and/or the patient anatomy may have caused the observed scratches on the balloon material, ultimately causing the reported material rupture; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
Medical device problem code 2017 - incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending (plad) artery. The 3.0x23mm xience skypoint stent delivery system (sds) was soaked in saline and was prepped (air aspiration) inside the anatomy prior to use. No resistance was met when the protective sheath was removed. The sds was advanced without resistance and the balloon inflated once at 8 atmospheres (atms) and then deflation occurred due to a pinhole rupture. The stent was partially deployed and unable to be removed so it was forcedly expanded and implanted. Post dilatation was performed due to the rupture and inadequate stent deployment. There was no resistance during removal. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.